Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the customer pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the reservoir compartment. The customer reported that the reservoir would come out of the insulin pump when placed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump was returned for analysis.